Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later, healthcare professional reported "left side device was ruptured when removing the device". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as fold flow opening. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later, healthcare professional reported "left side device was ruptured when removing the device". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.